Event description:
The customer reported the vertical column will not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the x-ray disable key was not turned to the correct position for vertical movement. System operates as intended. (B) (4).